Event description:
The report received from the affiliate indicated that during an interventional procedure while flushing the guidewire lumen of the cypher 2.5 x 23 mm stent delivery system (sds), the physician noted that the distal stent strut was flared. The unit was used anyway and delivered to the proximal left anterior descending (lad) target lesion. However resistance was felt. The sds was removed and balloon angioplasty using a maverick 3.0 x 12 mm balloon was done to treat the target lesion-pressure/duration unknown. There was no patient information available. There was no reported patient injury.

Manufacturer narrative:
The procedure was done via the radial approach. The target lesion for the procedure was the proximal lad. The lesion was reported to be: de novo, heavily calcified, a 90% stenosis, a not tortuous. The lesion was pre-dilated with a potenza 2.5 x 13 mm balloon at unknown pressure/duration. Please note that device (lot # 13189980) is distributed outside the united states, however it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.